Manufacturer narrative:
The crystalens remains implanted in the patient and is therefore, not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Note: MDR #2031924-2006-00002 was filed on 2/8/06 for the same event. On 5/23/2007, the FDA contacted eyeonics to request that a separate medwatch report be filed because the original MDR included two devices (bilateral patient). This new MDR is being submitted per the agency's request.

Event description:
A patient reported that after undergoing bilateral cataract surgery with implantation of the crystalens intraocular lenses (iols), he began experiencing nighttime glare and halos in both eyes. The surgeries were performed in 2004 and the physician performed yag laser capsulotomy, which then resulted in worsening of glare symptoms. The pt described the glare as significant. The pt has been under the care of his physician and information has been requested regarding the patient's pupil size. The association between the event and the iol is unknown. A rep from eyeonics contacted the physician on 3/23/2007 to request the patient's current status. The physician reported that the patient's vision is good and the patient is content.